Manufacturer narrative:
The reported issue that there was an under infusion of methotrexate where an unexpected residual volume was remaining in the bag could not be confirmed; no product had been returned for investigation. The investigation determined the received data set was not the one associated with the reported date and time of interest. The associated pcu event log had no recorded profiles or drug ids. The reported source pump module (B)(6) began a basic infusion on (B)(6) 2021 at 4:58pm. The duration was set at 24 hours which auto calculated the infusion rate at 41.6667ml/h (displayed at 41.7ml/h). The vtbi was set at 1000ml; however the actual bag volume could not be ascertained from the log. At 4:21pm on (B)(6) 2021 the rate had been increased to 45ml/h with a remaining vtbi at 101.026ml. The calculated total volume infused for this time stamp is 898.969ml (1058.71ml total - 159.741ml, when infusion started, an accumulated total from prior performed infusion). The infusion was continued at 45ml/h a few seconds later and had the rate decreased to 41.7ml/h at 4:29pm. The infusion ran at this rate for a few minutes before having a final turning off at 4:36pm. The total calculated volume infused is 909.389ml. The actual volume remaining in the bag could not be ascertained from the log. At 4:37pm on 19feb2021 the pump module was reprogrammed with a rate at 41.7ml/h and vtbi at 200ml. (Drug and actual bag volume unknown). From the above infusion start at 4:37pm until the infusion was turned off at 8:26pm the rate was titrated (increased) four times with 75ml/h being the last increase. At 8:26pm termination the total volume infused is 1104.829ml. The root cause for the reported issue that there was an under infusion of methotrexate where an unexpected residual volume was remaining in the bag could not be identified from the information received (logs only). A review of the device history record showed the device had a manufacture date of 18aug2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was an under infusion of methotrexate. An order of 9800mg of methotrexate in 1000mls of normal saline was set to run at a rate of 41.7mls an hour through a peripheral line. The infusion was expected to be completed at 1730 but an excess volume of 180mls was still noted in the bag. The infusion completed at 2145 delaying the infusion's completion by almost 5 hours.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. 1-pri tubing.

Event description:
It was reported that there was an under infusion of methotrexate. An order of 9800mg of methotrexate in 1000mls of normal saline was set to run at a rate of 41.7mls an hour through a peripheral line. The infusion was expected to be completed at 1730 but an excess volume of 180mls was still noted in the bag. The infusion completed at 2145 delaying the infusion's completion by almost 5 hours.